Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a lot of bubbles were observed in the tubing of an unspecified quantity of clearlink system solution sets. This resulted in extending the administration time. The issue was identified during an unspecified process step. The sets had to be replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in 2022, reported as "multiple days in the last 3 months." Device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.